Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
Initial information received on 30-dec-2013 processed with additional information received on 06-jan-2014 and 04-feb-2014. The case has been reassessed as serious based upon new information received on 04-feb-2014. This spontaneous report was received from a (B)(6) female consumer reporting on self from the united states. The medical history included fatty liver, cervical spine degenerative disease, recurrent lower urinary tract infection (uti; (B)(6) 2012), atrophic vaginitis due to which she noticed unidentified smell, and allergies to codeine, evista (raloxifene), amoxil (amoxicillin) and acetylsalicylic acid. She was not taking any concomitant medications. On an unspecified date, the consumer started using k-y brand intrigue personal lubricant vaginally, dollars worth size, used for a total of four times within the last six months (lot number 0471d, expiration date 31-jul-2013) for lubrication. On (B)(6) 2013, she presented to the emergency room (ER) afebrile with a 3 day history of painful urination and frequent voiding in small amount for which she was taking over the counter azo (phenazopyridine). A urinalysis was performed and was cloudy yellow with specific gravity of 1.020, and was positive for protein, blood, and leukocytes (large amount). On (B)(6) 2013, urine culture revealed positive enterobacter and lower uti was diagnosed. She was prescribed pyridium (phenazopyridine) and ciprofloxacin 250 mg and was instructed to follow up with repeat urinalysis 2 weeks after completion of antibiotics. After an unspecified duration, she was again voiding frequently in small amount. On (B)(6) 2013, she consulted a physician who prescribed bactrim ds (sulfamethoxazole and trimethoprim) for lower uti, however, she reported it was "not working" and on (B)(6) 2013, she presented to the ER. On (B)(6) 2013, urine culture revealed escherichia coli and she was again diagnosed with lower uti. She was advised to follow up after 6 months. On (B)(6) 2013, urine sample was collected again and on (B)(6) 2013 urine culture showed infection with escherichia coli sensitive to ciprofloxacin, which was confirmed by the physician on (B)(6) 2013. The physician also reviewed the ultrasound report from (B)(6) 2013 and stated that the right kidney was a little reduced in size. On (B)(6) 2013, she again used the device during intercourse, which expired in jul-2013. On (B)(6) 2013, she again experienced the same events and she presented to the ER where urinalysis was done by clean catch midstream, which revealed positive lower uti, also x-ray and rurc (uric acid, rasburicase) were performed, the results of which were unknown. Basic metabolic panel and complete blood count with differential were unremarkable with the exception of elevated blood urea nitrogen (bun) of 20 mg/dl (reference range 7-18). She was given rocephin (ceftriaxone) 1 gm intramuscularly and was prescribed ciprofloxacin 250 mg/tablet, 20 tablets, one tablet twice daily, pyridium (phenazopyridine) 200 mg/tablet, 6 tablets, 1 tablet for bladder spasms three times daily and was advised to follow up in the next 3 days. On (B)(6) 2013, the consumer had a follow up visit with her physician. Physical examination of genital area showed atrophic vaginitis, considerable rash and unidentified smell. She was given naproxen 500 mg, ciprofloxacin, hydrocodone and acetaminophen 7.5/325 mg, and estrogen vaginal cream twice a week for treatment of perineal dryness. She further stated that each time she used the device, similar event happened. She did not use the device further. The events did not resolve. Review of the trending data revealed no unfavorable trends. Complaint trends will continue to be monitored. This report was assessed as serious (required intervention) and the company causality was assessed as related. Additional information was received from health care professional on 04-mar-2014. The consumer's family physician confirmed that he did not conduct a pelvic examination and referred the consumer to a urologist. The medical history included anemia, back pain, hypertension, myocardial infarction, anxiety, back surgery, hemorrhoidectomy, hysterectomy, breast and leg surgery, degenerative joint disease, osteoporosis, chronic obstructive pulmonary disease, hypothyroidism, and recurrent uti ( (B)(6) 2013). In (B)(6) 2013, the consumer started using k-y brand intrigue personal lubricant. During the same month ( (B)(6) 2013), but at an unspecified time, the consumer was diagnosed with uti and vaginitis. On (B)(6) 2013, the consumer experienced fever with chills. She had been on antibiotics as she saw a physician on (B)(6) 2013, and urinalysis showed no infection according to the consumer. On (B)(6) 2013, the consumer started experiencing pressure and burning sensation again and presented to the ER with chief complaint of urinary frequency, burning and pain for four weeks and was diagnosed with uti. On (B)(6) 2013, urine culture revealed 35,000 mixed urogenital flora with more than 3 organisms. Urinalysis showed small amount of bilirubin, trace ketones, large amount of leukocyte esterase, protein 30 mg/dl, rbc 5-9/hpf , wbc too numerous to count/hpf, and 4+ bacteria. The physician confirmed, in (B)(6) 2013, the events of uti and vaginitis resolved. The outcome of the genital rash was unknown. The physician mentioned that the consumer attributed the events occurred due to the device usage. Device history records were reviewed and no deviations or non-conformances were noted. A retained sample evaluation/analysis was not performed as the device was expired at the time of use. Document review and one year manufacturing facility reviews were provided and were acceptable. No unfavorable trends were noted for product family and/or lot. Complaint trends will continue to be monitored. This case remains serious (required intervention).

Event description:
Initial information received on (B)(4) 2013, processed with additional information received on (B)(4) 2014. The case has been reassessed as serious based upon new information received on (B)(6) 2014. This spontaneous report was received from a (B)(6)-year-old female consumer reporting on self from the united states. The medical history included fatty liver, cervical spine degenerative disease, recurrent lower urinary tract infection (uti; (B)(6) 2012), atrophic vaginitis due to which she noticed unidentified smell, and allergies to codeine, evista (raloxifene), amoxil (amoxicillin) and acetylsalicylic acid. She was not taking any concomitant medications. On an unspecified date, the consumer started using k-y brand intrigue personal lubricant vaginally, dollars worth size, used for a total of four times within the last six months (lot number 0471d, expiration date 31-jul-2013) for lubrication. On (B)(6) 2013, she presented to the emergency room (ER) afebrile with a 3 day history of painful urination and frequent voiding in small amount for which she was taking over the counter azo (phenazopyridine). A urinalysis was performed and was cloudy yellow with specific gravity of 1.020, and was positive for protein, blood, and leukocytes (large amount). On (B)(6) 2013, urine culture revealed positive enterobacter and lower uti was diagnosed. She was prescribed pyridium (phenazopyridine) and ciprofloxacin 250 mg and was instructed to follow up with repeat urinalysis 2 weeks after completion of antibiotics. After an unspecified duration, she was again voiding frequently in small amount. On (B)(6) 2013, she consulted a physician who prescribed bactrim ds (sulfamethoxazole and trimethoprim) for lower uti, however, she reported it was "not working" and on (B)(6) 2013, she presented to the ER. On (B)(6) 2013, urine culture revealed escherichia coli and she was again diagnosed with lower uti. She was advised to follow up after 6 months. On (B)(6) 2013, urine sample was collected again and on (B)(6) 2013, urine culture showed infection with escherichia coli sensitive to ciprofloxacin, which was confirmed by the physician on (B)(6) 2013. The physician also reviewed the ultrasound report from (B)(6) 2013 and stated that the right kidney was a little reduced in size. On (B)(6) 2013, she again used the device during intercourse, which expired in (B)(6) 2013. She again experienced the same events and she presented to the ER where urinalysis was done by clean catch midstream, which revealed positive lower uti, also x-ray and rurc (uric acid, rasburicase) were performed, the results of which were unknown. Basic metabolic panel and complete blood count with differential were unremarkable with the exception of elevated blood urea nitrogen (bun) of 20 mg/dl (reference range 7-18). She was given rocephin (ceftriaxone) 1 gm intramuscularly and was prescribed ciprofloxacin 250 mg/tablet, 20 tablets, one tablet twice daily, pyridium (phenazopyridine) 200 mg/tablet, 6 tablets, 1 tablet for bladder spasms three times daily and was advised to follow up in the next 3 days. On (B)(6) 2013, the consumer had a follow up visit with her physician. Physical examination of genital area showed atrophic vaginitis, considerable rash and unidentified smell. She was given naproxen 500 mg, ciprofloxacin, hydrocodone and acetaminophen 7.5/325 mg, and estrogen vaginal cream twice a week for treatment of perineal dryness. She further stated that each time she used the device, similar event happened. She did not use the device further. The events did not resolve. Review of the trending data revealed no unfavorable trends. Complaint trends will continue to be monitored. This report was assessed as serious (required intervention) and the company causality was assessed as related.